Manufacturer narrative:
This report is being supplemented to provide additional information based on results the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted, the switch button three was worn out there was insufficient angulation and insufficient suction volume. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 60 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and four (4) colony forming units (cfus) were identified of acinetobacter species and (B)(6). A second sampling was performed and the device tested (B)(6) for less than one (1) cfu of unspecified microorganisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the methods to clean, disinfect and sterilize the endoscope. During pre-cleaning, water is aspirated in the channels and the customer rinses the air/water channel. The customer uses detergent aniosyme x3 during pre-cleaning and manual cleaning. The operating/suction channel, the suction piston and the port of the operating channel are cleaned using brushes, model number an1865023. The scope was not manually disinfected. For automatic endoscope reprocessing (aer), the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The customer stores the scope inside a cleanascope tray. Olympus is the customer¿s maintenance company. The scope was not sterilized. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.